Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-17345. It was reported that the patient presented with pain after receiving a mammogram. It was reported that after the mammogram, there was noise on the right ventricular lead. During the procedure, it was noted that the pacemaker was dented. The device and lead were explanted and replaced. The patient was stable before, during, and after the procedure.